Event description:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 4/2/2013 with the following findings: the meter has passed testing. The reported issue could not be reproduced. Unrelated to the reported issue, the meter was found to have contaminated battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.